Event description:
Stryker model ma1100-pm (mistral air) is the device that was sent to biomed with the front case falling off the unit. This physical problem is a rather frequently noted one where we are caused to send the unit back to the manufacturer for exchange. With this device, we noticed more splits in the hose and another melt spot. This too appears to have had the opportunity to be a fire starter. With this device, we also noted many other tears in the unit that began to melt.